Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient states that his blood glucose was at 497 mg/dl and he gave himself a bolus. The next morning, the patient woke at 80 mg/dl. He went to breakfast with his father and after that they went to (B)(6) for 10 minutes and the patient stated that he was going up to 267 mg/dl and gave himself 22 units of insulin. The patient was wearing the pod for 4 to 24 hours on the hip/buttocks. At this time he was on the way home with his father and he said his vision was blurry and he was having a headache. His father asked what is wrong and he told him he was unwell, so the father took him to the hospital. They then transported him to another hospital because they thought he may be having a stroke. Patient states they checked for a stroke and the doctor said it had to be related to his diabetes. He was put on medicine for his blood pressure as well as medicine for cholesterol. He was also on plavix for stroke. They were giving him insulin through a syringe.